Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/27/2023, it was reported by a sales representative via sems that a screw cross threaded and stripped the threads on both an 1239-100 insertion guide, and a 1255-300 tibial insertion guide. In attempts to retrieve it (2) 0494-000 ball hex driver broke. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to excessive force applied to the device.